Manufacturer narrative:
During the device evaluation, the motor was discovered to be corroded, which is a probable cause of the reported bias current error.

Event description:
It was reported that during testing conducted at the manufacturer facility, the saw caused a bias current warning to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.